Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they recently received a new battery cap to resolve the insulin pump battery not working. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that there placement battery cap does not resolve the problem and customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing.